Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20-30 mg/dl in "mid-november", event date is approximated. Cause was not known. Reportedly the customer lost consciousness and emergency medical services (ems) was contacted. Ems provided intravenous (IV) medication to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.